Manufacturer narrative:
(B)(4).

Event description:
It was reported that "at the neck of this accessory the tubing has cracked and dislodged". No patient injury or harm reported. Device was replaced. Patient condition reported as "fine".

Event description:
It was reported that "at the neck of this accessory the tubing has cracked and dislodged". No patient injury or harm reported. Device was replaced. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned the tracheal swivel connector from unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. The et tube, suction catheters, y connector, and bronchial swivel connector were not returned. The returned connector was visually examined with and without magnification. Visual examination of the returned sample revealed that the tracheal swivel connector was broken on the 15mm side. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.